Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged the straight probe was inaccurate deep in the anatomy. The surgeon was using the straight probe, when on one side of the septum it showed 1-2mm medially on the other side of the septum. The patient was re-registered using tracer, the issue remained. The instruments were superficially accurate and the straight suction was accurate inside the anatomy. There was a metal clamp for the tube that was removed from the field, however, the tracing pattern did not go posterior to the temples. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided. Patient weight was unobtainable.

Manufacturer narrative:
Patient information was unavailable from the site. Software investigation completed; finding that the orientation of the scans was switched resulting in the perception of the probe being on one side of septum vs. The other. In addition, the surgeon was trained on proper registration technique and advised on metal interference. Software is functioning as designed. (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed.